Manufacturer narrative:
This report is submitted on 25 march 2020.

Manufacturer narrative:
This report is submitted on 28 february 2020.

Event description:
Per the patient's surgeon, the patient experienced a non-device related infection resulting in explant of the device on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.